Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 445 mg/dl. The customer¿s blood glucose level was 548 mg/dl at the time of the incident and current blood glucose is 300 mg/dl. The customer also report the blood glucose was 130 mg/dl to 158 mg/dl. The customer also report the symptoms like abdominal pain and uncomfortable and tiredness. The customer was treated with manual injection. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer did passed the displacement test. The insulin pump will not be returned for analysis.